Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the power on light was not lit due to loose fuse in teal unit. After tightening the fuse system booted up properly. Fse also found c-arm motions was not available after booting up due to bad clea extension board and analysis of log file showed geometry related issue. The cause of the clea extension board failure could not be conclusively determined by the supplier's part analysis, however the replacement of the clea extension board by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.